Event description:
It was reported via repair work order that the cpu board and fowler actuator motor was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion description - customer was sent part and made repair. Customer was sent part and made repair.